Manufacturer narrative:
The reported event of a leak and sheath tip damage was confirmed. The sheath distal tip had been split. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the split sheath tip, torn seal and subsequent leak is consistent with damage during use.

Event description:
During an atrial fibrillation procedure, there was a crack on the tip of the sheath and a blood leak was noted. The sheath was replaced to complete the procedure with no adverse consequences to the patient.